Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, as noted in b5, the unit was producing an e433 error code due to a faulty generator printed circuit board. There were other minor scratches and dents noted throughout the device as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hf generator unit because he was unable to properly control it during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was producing an e433 labor code error. This report is being submitted to capture the confirmed e433 error code noted during the device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was september 6, 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, error code e433 likely occurred due to a defective motherboard. Olympus will continue to monitor field performance for this device.